Manufacturer narrative:
This report is for a breach in aseptic technique which resulted in peritonitis. Per vantive labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a peritoneal dialysis (pd) patient experienced a breach in aseptic technique which resulted in peritonitis. The breach in aseptic technique was not further described. The peritonitis was manifested by cloudy pd effluent and abdominal pain. On the same day as the event onset, the patient was hospitalized and treated with amikacin injection (100mg, once daily, intraperitoneal, stop date: unknown), vancomycin injection (1gm, stat, intraperitoneal, for 1 day) and ceftazidime injection (500mg, twice daily, intraperitoneal, stop date: unknown) for peritonitis. On an unknown date, the patient was discharged from the hospital and was recovered from peritonitis. One day prior to event onset, pd therapy was stopped, the pd catheter was removed and the patient was shifted to hemodialysis (ongoing). It was reported the patient was not retrained on the proper aseptic technique. No additional information is available.